Manufacturer narrative:
The customer collected accutni samples in lihep plasma tubes with a gel separator. Accutni qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. Fse performed a routine system check, a high sensitivity check, and a precision test; all testing passed within instrument and assay specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high accutni result above the ami cut-off for one patient's sample that was generated by the access 2 immunoassay system. Subsequent testing produced results within the normal reference range. The customer also obtained erroneously elevated accutni results, within the risk stratification range, for two additional patients which did not match the previous test performed. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.